Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was detached, damaged housing on the plug unit and the angulations were out of specification. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were flushed. The scope was precleaned with soluscope cln detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, and instrument channel port and distal end/areas around the elevator were manually cleaned with cln detergent and albyn medical double brush 180 centimeters). The scope was not manually disinfected. The aer used was a soluscope 4 along with solusope cln detergent and soluscope paa disinfectant. The scope was stored in a plasmatyphoon. The maintenance of the scope was performed by olympus. The scope was not sterilized. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a routine microbiological culture was performed on all channels of the evis exera iii gastrointestinal videoscope. The scope tested positive for one (1) colony forming unit (cfu) of klebsiella variicola, one (1) cfu of escherichia coli (e. Coli), and one (1) cfu of hafnia alvei. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.